Event description:
The watchman was deployed, but not released. The cardiologist was attempting to remove the watchman, when the watchman started pulling on the atrial appendage. The medical doctor was concerned that it may puncture or tear the heart when retrieved. Surgeon was called in and came into the room to do an atrial appendage ligation. The cardiologist removed the watchman without incident. The surgeon successfully deployed the clip. There were no complications. Attempted placement of the watchman device: through the right femoral vein the transseptal sheath, st. Jude sl1, was exchanged to a 14-french double curve sheath. Through the sheath, a pigtail catheter was advanced to the left atrial appendage. The left atrial appendage angiograms were performed in multiple projections. Following that, attempts were made to place a 33 mm watchman device. This failed the tug test. A partial recapture of the device was done, and it was redeployed; however, that once again failed the tug test, and the plan was to fully recapture the device and attempt another placement of a watchman device. However, one of the anchors appeared to be tethered to the pectinate muscle. It was felt not safe to recapture the device without surgical backup. On the transesophageal echocardiogram, while the device was recapturing, the left atrial appendage appeared to be adherent to the device. The cardiac surgeon was consulted, and it was decided that she would be best served by a left atrial clip. After (surgeon) had gained access to the pericardial space, the left atrial appendage was gripped by soft prongs by (surgeon). Following that, the watchman device could be fully recaptured and removed intact from the body. Attempted placement of watchman device, which was not successful because of the left atrial appendage anatomy and adherence of the device to the pectinate muscle. The watchman device was successfully retrieved, and a 40 mm left atrial clip was placed by (surgeon).